Manufacturer narrative:
This investigation is on-going. An updated report will be submitted once additional information is received.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) detected high out-of-range impedance measurements on all leads. This caused the lead safety switch in the device which changes the polarity of the lead from bipolar to unipolar. Following the lead safety switch, there was some oversensing observed. The device was reprogrammed to unipolar pacing and bipolar sensing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The patient will be monitored.